Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. It was alleged the patient experienced adhesions. Adhesions is listed as a known possible adverse reaction in the instructions-for-use. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The alleged subject product is part of the composix kugel recall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - patient underwent an incisional hernia repair with implant of a bard/davol composix kugel patch. After the alleged defective composix kugel patch was implanted, the patient began experiencing severe abdominal pain and nausea which was found to be the result of the mesh allegedly being displaced, folded on itself and adhered to the patient's small bowel. This failure ultimately required a surgical removal of the composix kugel patch. The attorney alleges the patient experienced adhesions, pain, nausea, migration of mesh, folded mesh and explant.